Manufacturer narrative:
Summary of eval: eval results as received from howmedica leibinger gmbh indicate that the cause for this defect is a material-related failure. Corrective action for this event has already been initiated.

Event description:
After stimulation, when going to create a lesion, the n-50 displayed "temp limited" and the temperature read "157 degrees c." An alternate electrode was available to complete the procedure. This event did not cause an adverse consequence to the pt.